Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 90 mg/dl. The customer suspected that they had over corrected an elevated blood glucose level, giving themself too insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.